Manufacturer narrative:
(B)(4).

Event description:
It was reported that a medical professional could not interrogate generators when using her programming system. Troubleshooting was performed and the connection cable of the tablet was suspected to be at fault. A replacement usb cable was sent to the medical professional. The suspected usb cable will not be returned to the manufacturer; it was reported that the facility discarded it. Therefore, no analysis can be performed.